Event description:
The hcp reported the patient experienced a nonhealing pocket insicision with drainage and incisional wound opening of the device pocket. No cultures were obtained. The patient was treated with "prophylactic" oral antibiotics and pump explant. The infection resolved and the patient experienced no drug withdrawal. The patient had a risk factor of being a thin male with spastic diplegic cerebral palsy.

Manufacturer narrative:
H6. Final device analysis results reveal no anomaly found - normal device function.